Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed far r waves oversensing on the left ventricular lead. The patient¿s implantable cardioverter defibrillator was reprogrammed. Patient was in stable condition.